Manufacturer narrative:
MDR (B)(4) / initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three infusion set blockage issue on (B)(6) 2026.since patient reported the infusion set was not delivering the insulin out of the needle.